Event description:
The customer reported via phone call that upon removing the needle from the body, the sensor came out with the needle. The customer's blood glucose was 98 mg/dl. The customer stated that there were no significant events leading to this incident. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted outside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. Checked for needle anomalies and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.